Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient discovered a sizzling sound at any occasion with his vibrant soundbridge. The noisy sound was not discovered in connection with movement or specific different sounds. The patient was re-implanted with another vibrant soundbridge on (B)(6) 2013.